Event description:
Caller reported blood glucose results of 44 mg/dl and 99 mg/dl within 10 minutes on the active system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that during proper operation checkout, the ventilator did not display tidal volumes or breath rate. The ventilator turbine was making a high pitched sound. No report of pt harm. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.